Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). Oversensing was also observed on the right atrial (ra) lead and rv lead.  The leads remain in use.  No patient complications have been reported as a result of this event.